Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) another country in 2007 and alleged that her surestep enhanced meter was giving the error 6 message. Lfs canada was able to obtain further information from the pt. The pt reported that she obtained the error 6 message on the same day, at approximately 8:00 am. This was the first time she obtained this message. Beforehand, the meter had been working fine. The last time she had tested prior to this was the night before at 10 or 11 pm and had obtained a result of 12 mmol/l. When the patient received the error 6 message, she cleaned the meter and replaced the battery. However, the issue persisted and she received the ER 6 message again and again when she attempted to test. She was not experiencing any symptoms at this time. She then decided to give herself insulin based on the strip color. She administered her normal dose of 28 units of the nph insulin, but also took 7 units of her regular insulin based on the strip color (normally wold have taken it based on her usual scale for her blood glucose). The pt estimated that the color of the strip was in between the two darkest dots, and so that her glucose level should have been between 10 and 15 mmol/l. About 20-30 minutes after taking the insulin, she started experiencing symptoms (shaky, faint, sweaty, and confused). She usually experiences these symptoms when her blood glucose is low. The pt treated self with double the size of her breakfast and about 30 later, she started to feel better. She again attempted to test on her meter before taking her supper insulin, but obtained the error 6 again. She again based her insulin on the strip color, but did not experience any symptoms this time. At the time of troubleshooting, it was verified that this was not a new product and that it was coded correctly. The pt's cleaning technique was also reviewed to be correct. However, the issue was not resolved with troubleshooting (on contrary to what was documented initially). This complaint was being reported because the pt alleged that she was unable to obtain test results and later became hypoglycemic. Replacement products were sent to the lay user/ patient.